Manufacturer narrative:
Update of the description and section: d.4 change the product and lot.

Event description:
Allegedly, the patient had previously been operated on twice, in 2013 and 2014. This time he suffered a stem break, having to undergo surgery again for its removal. Additional information received on 03/01/2022 including new products that were revised.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient had previously been operated on twice, in 2013 and 2014. This time he suffered a stem break, having to undergo surgery again for its removal.